Event description:
The patient reported having three urinary tract infections (uti) since implant and a gradual return of incontinence. She went to the hospital due to the utis. She also had a new bowel issue; when she urinated she would have an unexpected bowel movement. This had never happened before and all of these symptoms began in (B)(6) 2016. The patient was able to use the programmer and verify stimulation was on by noting the lightning bolt in the upper left hand corner. She was on program 1 at 1.0 volt and increased to 1.5, which was comfortable standing and walking. She intended to remain on this setting and track her symptoms. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.